Manufacturer narrative:
Due diligence for additional information was executed. There is no further patient or event information available. The device has been returned and a device evaluation completed for it. The manufactured date is not available. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and there is separation with no metal exposed. The distal end of the device was inspected under a microscope and found a hairline crack and charred marks on the probe tip unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation the cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during the total laparoscopic hysterectomy the teflon tip became loose during a case and an error appeared. The procedure was completed. There was no adverse impact to the patient.